Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device will not power up on ac power, however, it the device will power up on battery power. There was no report of pt involvement.